Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. Zip code is not indicated at this time. (B)(4).

Event description:
A doctor reported inflammation in an eye following an intraocular lens (iol) implant procedure. The patient was prescribed medication and the symptoms are stable. The lens remains implanted.